Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-02966. During surgical intervention, as reported under MFR. Report# 1627487-2017-02958 and MFR. Report# 1627487-2017-02960, the doctor was unable to replace the patient's ipg because they were unable to disconnect the patient's lead from the device. Per company representative, the doctor felt the lead tails had gotten stuck in the ipg header. The physician decided to abandon the procedure after multiple failed attempts to disconnect the patient's lead. The patient will undergo further surgical intervention on a later date.